Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor communication on the patient programmer. It was reported patient has a rechargeable device and was not able to communicate with the recharger (insr). Patient reported they last felt stimulation 2 years ago and last charged about 2 years ago. It was reported reason for not charging was due to device did not help and patient became pregnant. Patient reported last charging session was more than 1-3 months ago. It was reported that information regarding stimulation not helping had been previously reported and documented. Patient services reviewed that the patient had 2 other overdischarges documented previously. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2018. It was reported that the patient had multiple overdischarge and not used the ins since 2016 and was unable to interrogate. An x-ray was performed. The patient had an appointment with a healthcare provider to look at a possible revision. The patient also had a (B)(4) paddle lead that was not registered. No additional complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins is not working and cannot be restarted. The patient did say that she is scheduled to have her ins replaced next week. The caller also mentioned that the patient has complex regional pain syndrome in her foot for a long time, nothing that the patient's ins hasn't worked in three years, and it not turned on. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her stimulator (ins) doesn't currently work/she can¿t turn it on since 2016. The patient planned to get a battery replacement on( B)(6) 2019. Additional information was received from the patient on (B)(6) 2019. The patient reported that her ins wasn't working and it couldn't be restarted. No further complications were reported.